Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had an ipg (implantable pulse generator) explant sometime in (B)(6) 2012, due to discomfort and pain at the pocket site. The exact explant date is unknown. It was stated the ipg covered the pain area but the pt opted to receive a pain pump. No further information was available at the time of this report.